Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change. During the procedure, diagnostic imaging revealed externalized conductors on the rv lead. Lead was tested and observed with no anomalies detected. Physician elected to leave the lead implanted. Patient will be monitored.